Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted. Use of u-500 insulin is contraindicated for the t:slim cartridge.

Event description:
Received information stating customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly, customer was using u-500 insulin.